Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume intermate. This issue was further described as, ¿the pump did not run¿. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the device contained cefazolin 2000 mg in an unspecified carrier solution (omitted on initial report). D10: add concomitant products (remove na) and add therapy date: unknown. H10: the device was received for evaluation with fluid in the bladder. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the blue clamp was opened, evidence of continuous flow of fluid was observed coming out at the distal luer end of the device. A functional flow rate test was performed, and the flow rate was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.